Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine. During the last fill cycle of his automated peritoneal dialysis therapy. Reportedly, the home patient disconnected a supply line from one supply bag and respiked it into a new supply bag. Baxter's technical service center assisted the home patient in ending the therapy early. The home completed therapy by anual exchange. No patient injury or medical intervention was associated with this incident per the home patient.